Event description:
It was reported the patient had felt a shocking or jolting sensation. It was reported that it has been occurring for the past six months and they have been dealing with it because they have so many other issues going on.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 355531, lot# n301979, implanted: (B)(6) 2011, product type: screening device; product ID 3550-39, lot# n303110, implanted: (B)(6) 2011, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).